Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was positioned and the stent was deployed at 14 atm. The sds balloon would not deflate after prolonged negative pressure was applied. The sds was removed by pulling it into the guiding catheter still inflated.